Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found no related alarm or log entry. The fse performed the fiber optic tests and other functional checks and all the tests passed. The issue could not be duplicated. The iabp was run with a trainer in assist mode multiple times and worked without issue.

Event description:
It was reported that during use on a patient the fiber optic catheter on a cardiosave intra-aortic balloon pump (iabp) was not reading pressure, though waveform was displayed but out of scale and edges clipped. No pressure values were displaying. The end user immediately changed to another iabp, which worked fine on the same catheter. It is unknown if there was any patient harm/injury; however there was no adverse event reported.